Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed flow rate -16.0%". No physical damage was found on the device. The customer's reported problem was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor was replaced as a preventive measure in order to bring the delivery into more nominal of a range. What caused the reported problem is unknown. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump failed flow rate -16.0%. No known impact or consequences to a patient.